Event description:
A report from the user facility states that "this event took place in (B)(6) 2009 the ent specialist performed a septal rhinoplasty, as the pt had a deviated septum. After the procedure when the doctor removed the osteotome she noticed the tip had broken off. They took an x-ray and saw the tip was embedded in the pt's sinus. The tip is still in the pt and it is considered high-risk to remove it because they have to perform external surgery. No other info was available." Add'l info: the pt declined the second surgery.

Manufacturer narrative:
The device has not been received for eval at this time, though requested. A supplemental report will be filed should the device become available for investigation.